Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following an intraocular lens implant procedure, she has lost her reading vision, its like a fog and can't see distance well. Her surgeon told her to wait 5-6 weeks. After 4 weeks she regained a little distance, optometrist said 20/40. She has postponed her other eye. Additional information has been requested.

Manufacturer narrative:
Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Follow up attempts were made. No further information has been provided at this time. File will be reopened if further information is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received which states the consumer finally got glasses to correct her nearsighted left eye. She is afraid to have surgery on the other eye because she can see to read without glasses perfectly, and the glasses correct her vision perfectly to drive. With glasses or without the vision is not good enough to see to drive. She does not have good depth perception and the surgeon say that it is because she need to have the left eye done. She is scared to have the left eye done, since it may affect her ability to drive. Optometrist said to take one lens out of her old glasses when she first had surgery. With the new temporary glasses, she still have double vision but not as bad. The lens have lined up correctly and has healed nicely but she can't see road signs even with glasses.